Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of "videoscope had foreign material in the air/water nozzle", the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the videoscope had foreign material in the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is preventable by handling the device in accordance with the following instructions for use: instruction manual (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, 5.5 manually cleaning the endoscope and accessories. Flush the air/water channel with water and air to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Olympus will continue to monitor field performance for this device.